Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included pap smear abnormal, (B)(6), swelling nos, jaw pain, neck pain, headache, acne, endometriosis and uterine bleeding. Concomitant products included buspirone hydrochloride (buspar), ethinylestradiol; norgestimate (sprintec), lorazepam and sertraline hydrochloride (zoloft). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal changes describe: 2 - 3 weeks out of the month I had shifts in my hormone levels") and experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti infections, chronic yeast infections,"), infection ("infection (bladder/ urinary tract/ vaginal) type: uti infections, chronic yeast infections,"), fungal infection ("infection (bladder/ urinary tract/ vaginal) type: uti infections, chronic yeast infections,") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), groin pain ("groin pain") and female sexual dysfunction ("apareunia"). In 2013, the patient experienced anxiety disorder ("psychological or psychiatric problems condition: diagnosed with general anxiety disorder & depression,"), depression ("psychological or psychiatric problems condition: diagnosed with general anxiety disorder & depression,") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced dyspareunia ("dyspareunia") and visual impairment ("vision/ eye problems type: eye sight degradation after essure placement"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and groin pain had resolved and the hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, infection, fungal infection, female sexual dysfunction, anxiety disorder, depression, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, groin pain, hormone level abnormal, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-mar-2020: pfs and mr received: case become incident. Events added- pelvic pain, groin pain, hormonal changes describe: 2 - 3 weeks out of the month I had shifts in my hormone level, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/ vaginal), type: uti infections, chronic yeast infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: diagnosed with general anxiety disorder & depression, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/ eye problems type: eye sight degradation after essure placement, fatigue, hair loss. Aka name added, reporter added, patient demographic added, essure insertion date updated, events onset date, events severity, concomitant drug, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.